Event description:
A report was received that a patient was not feeling stimulation due to high impedances. Through troubleshooting, it was determined by the physician that there was possible insulation damage near the m1 connector junction. A revision surgery has been recommended to explant the m1 connector and re-implant the patient using percutaneous leads.